Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that dignishield was placed and was leaking above the self-closing system (bag connection). Product had to be replaced.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield with a syringe. Visual inspection of the sample noted attempted to inflation the catheter, the catheter could not be inflated as the inflation liquid leaked into the catheter lumens. The leakage prevented the catheter expansion. No leak was observed at the dignishield connection site, indicating the failure originated within the internal catheter structure rather than the external connection. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that dignishield was placed and was leaking above the self closing system (bag connection). Product had to be replaced.